Event description:
It was reported that balloon rupture occurred. A 6.0mm x 60mm, 135cm ranger balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at nominal pressure for 5 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.